Event description:
Healthcare professional reported "removed a cracked breast prosthesis this week". This record is for the "unknown" side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.